Manufacturer narrative:
H10: additional information. Updated serial number on section d4.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that during cori assisted uka surgery, the system of the real intelligence cori console displayed twice the incorrect kinematic axis warning sign. Following the second warning the system prompted if the user would like to quit the case. Surgeon choose to quit the case and rebooted the system. A new case was then set up and on this occasion the warning message appeared once. However, the user was able to proceed with the case and complete it second time around. Surgery was resumed after a non-significant delay with the same device. No injuries to the patient were reported.

Manufacturer narrative:
Section h10: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the leg not being held steady during neutral collection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).